Event description:
Patient called lfs in regards to the letter they obtained about the surestep test strips. The patient's test strips were from a lot (e187250b) that lifescan is recalling. Patient claims that they were getting erratic readings every night and the readings were not consistent each night. Medical affairs explained to patient how to do a valid comparison on the meter. Customer mentioned that they went to the doctor's office and noticed that their readings were not similar to the doctor's meter. Md advised patient to go home and take their medication for diabetes. Customer service sent patient a new vial of test strips.